Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 and there was a map shift with no error message, no cardioversion and no patient movement issue observed. A significant map shift occurred during the procedure. It was noticed that there were some ablation gaps in the left superior pulmonary vein (lspv) towards the roof. The physician had a hard time manipulating the catheter because the catheter was not lining up with the fast anatomical mapping (fam). When the catheter was pulled back, the catheter looked like it was outside of the left atrium. They remapped and the catheter was displaying in the right superior pulmonary vein (rspv). They were able to get isolation in all four veins. The highest metal value was 7 on patch 2. The patient table was raised. A new grounding pad was placed on the patient in case the other grounding pad was too close to a back patch. There were no errors that occurred that would indicate a map shift. When hitting control p, the patches appeared normal, noting that patch 4 had a small two degree shift. There were about three alerts in total of high impedance on the smartablate generator when trying to come on ablation. The physician pulled back in those instances and was able to come on ablation. Additional information was received on 20-dec-2024. No error occurred on the system. They noticed the map shift when attempting to fill in a gap on the roof of the left superior vein. The physician was having difficulty manipulating the catheter to get to the targeted area. He then pulled back the catheter to what seemed out of his transseptal. The catheter appeared to be floating in the superior vena cava, but he was easily able to manipulate the catheter back into the left atrium with no issue, which indicated to them that there was probably a map shift. That is when they decided to create an entirely new map, which showed a significant left lateral shift of our initial map. The issue was discovered after fully ablating around the left and right pulmonary veins. The physician wanted to ablate gaps that we had noticed in our waca lines. Does not have an approximate difference in the catheter location before and after the map shift. No cardioversion was performed on the patient during the procedure. There were also no alerts, indicating any sort of patient movement during the procedure. This map shift issue was originally considered non-reportable; however, bwi became aware on 20-dec-2024 that there was no cardioversion performed on the patient during the procedure and there were also no alerts indicating any sort of patient movement during the procedure and have reassessed as reportable for a map shift with no error message, no cardioversion and no patient movement. The awareness date for this record 20-dec-2024.

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 23-feb-2025. It was reported that a map shift occurred during the procedure. They noticed that the physician was having difficulty manipulating the catheter to get to the targeted area for ablation. Additionally, no cardioversion was performed on the patient during the procedure, no errors or patient movement. The system manufacturer investigated the issue based on the study digital data. It was found that the reported map shift was caused by the user that worked with high metal value on back patch. Map shift was caused due to mapping with high metal values that were indicated on the screen. According to carto 3 instructions for use, metal interference might affect location accuracy. Therefore, the issue is defined as user related. The history of customer complaints reported during the last year and associated with carto 3 system # 11145 was reviewed. No similar additional complaints were found. A manufacturing record evaluation was performed for the system 11145, and no internal actions related to the reported complaint condition were identified. H6. Component code of ¿appropriate term/code not available¿ represents ue-map shift. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4. Primary UDI number and h4. Device manufacture date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).